Event description:
During a lap cholecystectomy procedure, the device closed on tissue but would not release. Wiggled the handle to extract device. Happened on approximately the 13th clip application. Case completed with use of an er320. No pt consequence.